Manufacturer narrative:
Updated block: d9

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' message, and the oxygen (o2) was oscillating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the o2 sensor, o-ring and water trap but the issue did not resolve. The user facility declined any additional servicing. The epgs remained unable to calibrate and unable to be used.